Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a reusable forceps (ID 802953) was used to stop bleeding from mucous membranes in the deep nasal passage. The doctor did not recognize the product's lack of insulation coating and incurred 2nd, and 3rd degree burns around the lateral nasal cavity. The doctor usually does not use the device to stop bleeding but instead uses it as a forceps. Therefore, reconstructive surgery may be necessary. Based on information provided, it is unknown if there was surgical delay due to a product problem and how the procedure was completed. It is also unknown what is the current status of the burn and healing status of the patient is. It is unknown if a reconstructive surgery has been scheduled.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. The reusable forceps (ID 802953) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the most likely cause is user error. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.